Manufacturer narrative:
This is a summary report for lot numbers 18a047 and an unknown lot number. Of the 2 events, 1 device was received for evaluation. The device was labeled for single use. The device was received containing no solution in the bladder because the tubing had been cut by the customer to drain the fluid out. A functional flow test was subsequently performed by reconnecting the tubing and manually filling the bladder. After fill, no evidence of flow was observed coming out of the distal luer. Microscopic examination on the flow restrictor revealed crystallized drug blocking the fluid path at the distal end of the glass capillary. The glass capillary is located inside the flow restrictor. The reported condition was verified. The cause of the no flow condition was determined to be the crystallized drug blocking the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two small volume infusors would not flow. Both events involved a patient with no patient consequences. No additional information is available.